Event description:
Further information was received after the device was interrogated on the day of explant. The interrogation indicated a capacitor charge time limit alert was also observed which triggered a patient notifier on june 25, 2016. The device was explanted and replaced.

Event description:
It was reported that the device reached premature elective replacement indicator (eri) on (B)(6) 2015 and premature end of life (eol) on (B)(6) 2015. The patient was lost to follow-up. Device was interrogated and a battery performance alert (bpa) on (B)(6) 2017 was noted. This device is part of the battery performance alert advisory and awaiting explant. Further information was requested but not yet available.

Manufacturer narrative:
Correction: -implant date should have been (B)(6)2011 rather than (B)(6)2011. Correction: -user facility should have been selected.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory due to review of device image. A longevity calculation was performed and found that the battery depletion was premature based on the device usage. Further analysis could not be performed at this time per legal hold.